Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited failure to capture, failure to sense and slightly drop of pacing impedance. No interventions was performed. The patient was stable throughout.

Manufacturer narrative:
Additional information: b1, b2, b5, b6, d6b, h1, h6.

Event description:
New information received notes the patient's atrial lead presented with dislodgement under fluoroscopy. The atrial lead was sensing ventricular activity and capturing in the ventricle. Efforts were made to revise the atrial lead in a procedure on (B)(6) 2022, but the helix screw would not re-deploy so the lead was ultimately explanted and replaced. There were no patient consequences.